Event description:
It was reported that the patient was receiving therapy but was also experiencing a shocking or jolting sensation at the implantable neurostimulator pocket site. Impedance readings were > 4000 ohms on all unipolar pairs. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: lead model 3387s-40, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown; lead model 3387s-40, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown; lead model 3387s-40, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown; lead model 3387s-40, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown; extension model 748251, serial #, implanted: (B)(6) 2011 explanted: unknown; extension model 748251, serial #, implanted: (B)(6) 2011 explanted: unknown.